Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of redness and slight blue mark are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events skin discoloration and erythema: "undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Coloration or discolouration of the injection area."

Event description:
Healthcare professional reported after injection with unspecified juvederm voluma in both cheeks patient developed redness and a "slight blue mark" on right cheek the day of injection. Patient had dental work the following day and experienced further redness of the same cheek. There is no information regarding treatment. Symptoms are ongoing.